Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-08-28. H.6. Investigation summary bd received one sample and 3 photos from the customer facility for investigation. The photos and the sample were reviewed and the customer¿s indicated failure mode for a scuff mark on the outer wall of the tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had under-fill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter: the customer stated "some devices have 2 lines instead of just one. This line serves as a guide for the amount of blood to put into the tube. The tube with 2 lines gives a false indication because if the tube is filled to the first line during the sample, it will be rejected because there will be insufficient amount of blood in the tube and the patient will have to be taken again. This is really not desirable.when you look closely at the tube, you see a thin line that is a little different from the original guide. In the heat of the moment, techno can easily get confused and trust the front line."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had under-fill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter: the customer stated "some devices have 2 lines instead of just one. This line serves as a guide for the amount of blood to put into the tube. The tube with 2 lines gives a false indication because if the tube is filled to the first line during the sample, it will be rejected because there will be insufficient amount of blood in the tube and the patient will have to be taken again. This is really not desirable. When you look closely at the tube, you see a thin line that is a little different from the original guide. In the heat of the moment, techno can easily get confused and trust the front line."